Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay while testing nasopharyngeal swabs which occurred between 30nov2020 and 15dec2020. Repeat testing was performed; however, the results were not provided. Per the customer, the patients were symptomatic. Although requested, additional information has not been provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.